Manufacturer narrative:
The subject ch-s190-xz-e referenced in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. The ch-s190-xz-e instruction manual states the corresponding method when there is an abnormality for the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported that during the preparation for use before laparoscopic cholecystectomy (the patient was already anesthetized), noise appeared on the endoscopic image. The user replaced the subject ch-s190-xz-e with another device and completed the intended procedure. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, as a result of evaluation by the olympus local service engineer, the reported failure phenomenon could not be reproduced and there was no abnormality with the subject device. Therefore, omsc judged the subject device meets the device specification. The device history record was reviewed and found no irregularities. Based on the evaluation result, it was surmised that the possible cause of the reported failure phenomenon was a temporary contact failure due to water or dirt.